Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections e2, e3. Correction g2, health professional was inadvertently selected on the initial medwatch.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, on the facts found out from the investigation, we surmised that an image was not displayed due to faulty patient board set (ap/dr). However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a faulty patient board set, there was no image. The additional evaluation findings are as follows: the front panel text on the housing was faded, there was a crack on the main switch housing, and it was recommended that the software version be upgraded to version 4.10. In speaking with olympus technical assistance center (tac), the customer provided additional information. The issue also occurred with multiple videoscope cables (maj-1430) . Tac requested that the customer plug another unit into the series 180 scopes. When the customer used another evis exera iii video system center, the image appeared. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image and there were problems detecting the scope (not connecting properly when used with series 180 scopes) and that the screen was black. The customer reported the worked correctly with series 190 scopes. The issue was found during a diagnostic procedure which was completed with a similar device. There were no reports of patient harm.